Event description:
A customer reported an issue with their pump, as a cartridge was not fully snapping into it. Technical support found an o-ring on the pneumatic tap, instructed the customer to remove it, and attempted to reload the cartridge, which was unsuccessful. Technical support assisted the customer in filling a new cartridge and provided further instructions, but the cartridge still did not load properly. Consequently, technical support decided to replace the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed about the updated software in the new pump and provided with instructions for returning the problematic pump. The customer acknowledged understanding the process and planned to use an alternate form of insulin delivery, mdi, during the transition.